Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving occlusions. In addition, it was reported that the customer received intermittent power source alert after plugging the pump into a wall outlet, and the battery was observed to fluctuate. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose was 358 mg/dl.